Manufacturer narrative:
The investigation has been completed for the reported issue of low pump flow. The device was returned for evaluation. The product was returned, and a kink was confirmed in the cannula. The clinical account confirms that the pump was out of position at the time of the suction alarms and kink. The doctor was unable to reposition the device. The root cause of the low flows was due to improper positioning. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. Following the successful placement of the impella cp, the catheter was displaced during the ramp-up phase. Suction alarms were triggered and could not be resolved without reducing the p level to p-2. The physician attempted to reposition the device but was unsuccessful. A kink in the cannula was observed, leading to the decision to explant the device and replace it with a new impella cp. The patient survived the procedure.